Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon the insertion of a farawave catheter into the faradrive sheath, and during aspiration of the sheath, air was drawn into the hemostatic valve of the sheath, and air bubbles were seen in the sheath flush port. The hemostatic valve was believed to have had a leaky hemostatic valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve to be torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon the insertion of a farawave catheter into the faradrive sheath, and during aspiration of the sheath, air was drawn into the hemostatic valve of the sheath, and air bubbles were seen in the sheath flush port. The hemostatic valve was believed to have had a leaky hemostatic valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.